Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The insert label that is included in the packaging of the product contain indications, and warnings to perform the connection. Based on the available information, this complaint can be attributed to user error. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak from the patient line of the cassette during an unspecified fill of their pd therapy. There were no alarms or warnings reported. It was reported that the cause of the leak was a loose connection. The patient was advised to follow-up with their peritoneal dialysis registered nurse (pdrn) regarding the incomplete treatment. Upon follow-up with the patient's pdrn, it was confirmed that the patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient is trained on manuals and stat drains if needed, but did not complete treatment that day. The patient continued with treatment the following day without issue. The reported event but did so the next day and is continuing pd therapy without issue. The cassette is not available to be returned to the manufacturer for evaluation because it was discarded.